Manufacturer narrative:
(B)(4). The problem has been confirmed to be a use error based on the patient's statement. Specifically, they stated that the supply bag was placed too close to the edge of the table and as a result was knocked off. The lot number is unknown; therefore a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 3 of 4. The technical service representative (tsr) explained the alarm to the home patient (hp) and assisted to cycle power to clear the alarm. The hp would discard the supplies and finish with manuals. The hp would call the nurse regarding the air detect alarm and being connected when the alarm occurred. No patient injury or medical intervention was indicated at the time of the initial report. The caregiver(cg) was contacted on (B)(6) 2011. The cg stated that the solution bag was too close to the edge of the table and was accidentally knocked off the edge. The cg stated that after starting over with new supplies no further issues were found. The cg stated that the home patient did not develop any adverse reactions or need any medical intervention. The cg also stated this was an isolated event.

Manufacturer narrative:
(B)(4). The sample was discarded.a follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.